Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h4, h11. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a polyethylene insert exchange approximately 11 years, 2 months, and 3 days post-implantation due to observed oxidation and wear. During a patellofemoral joint procedure, the surgical team noted the insert appeared oxidized with physical wear and proceeded to exchange the polyethylene component. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. Attempts have been made to gather all product identification information, and no further information has been provided. D10: item name# unknown femoral component; item number# unknown; lot # unknown. Item name# unknown tibial component; item number# unknown; lot # unknown. G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.